Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the video system center displayed error code b40. The issue occurred, during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: d8, h3, h4, h6, h11. The device was returned to olympus for inspection and the reportable malfunction was confirmed. An additional potential adverse event was noted where the front panel did not work. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported events were likely due to poor contact due to loose/dirty connectors on the circuit board; however, the root cause was not determined. Olympus will continue to monitor field performance for this device.